Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No ae reported. This failure mode has been recognised in previous complaints and as a result corin have initiated a project to research implementing a new thread design for these instruments. Based on this, corin now considers this case closed.

Event description:
It was reported that the thread of a trinity std introducer/impactor handle had broken.